Manufacturer narrative:
(B)(4). Batch # p57h9x. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the cartridge came off from the jaws at the 4th firing and fell into the abdominal cavity. The doctor commented that the device was used on rectum with the jaws slightly opened since the target tissue was thick and hard. The jaws bent at the 3rd firing. The cartridge was retrieved and no pieces were left inside the patient. Another device and another cartridge were used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/5/2018. Batch number: p57h9x. Investigation summary: the analysis results found that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.